Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed an insufficient bond length between the tubing and the male luer assembly. Underwater pressure testing was performed and revealed a leak at the solvent bond between the tubing and the male luer. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, training was provided to appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked during infusion. The leak was reported to be from ¿the end of filter cap.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.